Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Removed trial miller shell from femur. After it was removed, the surgeon noticed that tip of the shell was broken and the pilot shat was still in the femur. Fortunately they were able to remove also the pilot shaft.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Examination of the returned instrument confirmed the tip broke off from the shaft. The root cause is attributed to heavy usage/wear out. The date code b0196 indicates the instrument was manufactured in january of 1996 and is over 20 years old. A two-year search of the complaint database found no additional reports for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.